Manufacturer narrative:
The patient was initially admitted with an anterior wall acute myocardial infarction, killip class I. Thrombolytic agent given and new q waves developed. Pre-procedure ck and ck-mb cardiac enzymes were within normal limits and troponin <5 times above upper normal limits. Post-procedure ck-mb was <2 times above upper normal limits and troponin <5 times upper normal limits. Left ventricular ejection fraction (lvef) was 30-50 and 1-vessel disease was also found. Pre-procedure medications included clopidogrel, aspirin, ace inhibitors, statins and beta-blockers. Intra-procedure medications included aspirin, clopidogrel, aspirin and beta-blockers. Percutaneous coronary intervention was first performed on a 50% de novo lesion in the proximal right coronary artery (rca) of 23mm in length in a 3.5mm vessel diameter. The (b1) concentric lesion had a smooth contour, little to no calcification and thrombus absent. Direct stenting was performed with a 2.5x23mm cypher select plus stent at 18 atmospheres (atm) with satisfactory results. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure. Residual diameter stenosis measured 0%. Pci was performed next on an 80% de novo lesion in the mid to distal rca of 18mm in length in a 3.0mm vessel diameter. The (b2) eccentric lesion had an irregular contour, little to no calcification and thrombus absent. Pre-dilation was conducted with a 2.0x20mm balloon at 12 atm before a 3.0x18 atm cypher select plus stent was deployed at 18 atm with unsatisfactory results. Post-dilation was conducted with a 3.5x15mm balloon at 18 atm. During post-dilation, a type a dissection occurred with evidence of no flow. So another 3.0x18mm cypher select plus stent was deployed at 18 atm to treat the dissection. Timi ii and iii flows were recorded pre and post-procedure, respectively. Residual diameter stenosis measured 0%. Post-procedure medications included permanent aspirin 100mg/day, clopidogrel 75mg for 12 months, statins, ace inhibitors and beta-blockers. Approximately 11 days later, the patient had total atrioventricular block and a non-q-wave myocardial infarction. Mi. Five days later, sub-acute thrombosis was confirmed. Re-pci was done but the patient had a CABG. This involved the two 3.0 x 18 mm cypher select plus stents. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products associated with the events noted above and were submitted under the following manufacturing numbers 9616099-2007-01290 and 9616099-2007-01291.

Event description:
Eleven days after percutaneous coronary intervention (pci), the patient had total atrioventricular block and a non-q-wave myocardial infarction. Five days later, sub-acute thrombosis was confirmed.